Event description:
It was reported that a pump has a system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by severed motor mount screws. The motor and screws will be replaced.